Event description:
It was reported that during the procedure, the guide wire stuck and separated in the artherectomy device. The separated guide wire was successfully removed along with the artherectomy device when the products were withdrawn together from the pt. There was no reported pt injury.